Event description:
It was reported during sedation for a therapeutic endoscopic sphincterotomy procedure that the knife wire of the subject device was broken when energized. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The investigation revealed no other reportable findings. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during sedation for a therapeutic endoscopic sphincterotomy procedure that the knife wire of the subject device was broken when energized. There were no reports of patient harm.